Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 8,00mm x 6,5mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) instrument was found to have a broken yellow plastic at the tip. The procedure was completed with no reported injury.